Event description:
Customer reported that their "surgeon was using the cannula with the new silicone seal, in a shoulder arthroscopy and had great difficulty inserting the instrument through the seal, causing it to fray around the edges. Also, upon removing the instrument, the seal did not close, causing fluid to flow out, under the pressure". The pressure in the joint kept dropping due to fluid loss from the leaking cannula once the obturator was removed. It was necessary to place a finger or thumb over the opening to prevent the leaking in order for the pressure to resume. Two or three cannulas were attempted with the same result. A small piece of the frayed silicone entered the pt but was immediately retrieved. The procedure was successfully completed using cannulas from another manufacturer. However, a delay of between 35-45 minutes was experienced. No pt injury was reported.